Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111787 - the dentist reported that almost two months after the dental implant was installed in patient's intraoral region #18 it was verified its non-osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type ii).